Event description:
Ruptured implants; I was diagnosed with leaking breast implants in 2019 after years of complications including breast hardening, pain, bii related illnesses including rheumatoid arthritis. A recent MRI showed fluid around my lymph nodes in my left breast and I'm being referred to a specialist to determine if I have bia-alcl. FDA safety report ID (B)(4).